Event description:
It was reported that the gastrointestinal videoscope could not produce an image on screen. This event was reported during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d9, h2, h3, h6, h8, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: error b30 (scope communication error). A root cause could not be identified. Based on the results of the investigation, the most probable cause of the reported malfunction is due to damage or deterioration of parts due to wear and tear. However, error b30(scope communication error) occurred due to pc board (printed circuit board), ccd (charged coupled device) cable and connector had corrosion most likely due to water ingress. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.